Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited non sustained ventricular oversensing due to post-paced t-wave oversensing on the right ventricular channel. The patient did not receive therapy during the oversensing. On (B)(6) 2017 programming modifications were performed on the device successfully. The patient¿s condition was good.